Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the o2 (oxygen) sensor cable. Ovp (operational verification procedure) was performed and passed all test per avea service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator was having low fraction of inspired oxygen (fio2) while on a patient. The customer confirmed that there was no harm noted on the patient with the reported event.